Event description:
A report was received that the pt's ipg moved inside the pocket, poking up against the skin. The pt is also getting a lot of undesired stimulation in her stomach. The physician chose to revise the pt's pocket. Nothing was implanted or explanted. The pt is reportedly doing well following the procedure.